Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with the reported event was not returned for evaluation. Visual examination of the provided photographs confirmed the confirmed the knob component of the retractable plunger mechanism was broken and separated from the device. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The procedure was carried out without complications, but after washing the instruments, the piece was damaged, photos of the piece are attached.